Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was escalated from a intra-aortic balloon pump to the impella cp due to worsening cardiogenic shock. It was noted that it was difficult to optimize flows due to small left ventricle and decreased volume status. The patients hemodynamics improved after correcting acid base balance and providing 2+ liters of fluid which then allowed impella flows to be increased to p-7. Additionally the patient had severe gastrointestinal bleeding that required 2 packed red blood cells, 2 fresh frozen plasma and 2 cryo. However, unable to ever start heparin, patient in disseminated intravascular coagulation. Hemodynamics and pressor requirements improved. Team was suspicious of ischemic bowel. The cp was successfully weaned and explanted.